Event description:
Procedure type: urological/gynecological. According to the rptr: the pt underwent a procedure for treatment of stress urinary incontinence, pelvic organ prolapse and other symptoms. Allegedly, the pt experienced pain, injury and will likely undergo corrective surgery.

Manufacturer narrative:
(B)(4). Bard MDR #: 9617613-2011-00032 (pelvisoft acellular collagan biomesh). 9617613-2011-00043 (pelvicol acellular collagen matrix). Note: this report corresponds with bard's report (B)(4) for a "uretex".